Manufacturer narrative:
(B)(4).

Event description:
The customer requested replacement and functional tests of the accumulators (which are considered the high voltage capacitor). There was no reported patient involvement.